Event description:
This is submitted to capture the steering issues that occurred with the clip delivery system (cds 10348265/(B)(4)) in the left ventricle which has the potential to cause injury. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 3-4. There was no challenging anatomy observed. One mitraclip was deployed successfully. The second clip delivery system (cds 10348265/(B)(4)) was prepared for use, with no issues noted. The cds was inserted and advanced without issue. There were no curves applied to the steerable guiding catheter (sgc) during insertion of the cds, and the keys were confirmed to be aligned. The cds was attempted to be steered down to the left ventricle; however, it was noticed that the cds turned significantly to the anterior side while aligned over the valve and in the ventricle. This occurred while translating the device. Grasping was impossible with this turning. The cds was not curved more than 90 degrees, there were no extreme curves on the sgc or cds, and the stored torque was released during positioning. It is unknown if the markers were aligned during removal. The use of the a/p knob to shorten the cds did not correct the steering issue; therefore, the cds was replaced. The mr was reduced to 1 with the implantation of 2 clips. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the incident information provided to abbott vascular, the manufacturing records/complaint history and the analysis of the returned product were reviewed. The delivery catheter (dc) shaft was observed to be bent when the dc handle was fully advanced and the shaft fully extended, which confirmed the reported bending of the dc shaft/difficulty positioning the device. The actuator mandrel was noted to be bent. Potential causes for dc shaft bends resulting in difficulty positioning the clip delivery system (cds) can include, but are not limited to, patient conditions such as anatomical morphology/pathology, user technique/procedural conditions (excessive tension on the device during the procedure) or manufacturing anomalies. Review of the device history record revealed no non-conformances that would have contributed to the reported event. Additionally, a review of the complaint history of the reported lot did not indicate a manufacturing issue. With respect to the patient condition, procedural conditions and/or user technique, dc shaft bends and difficulty positioning the cds may be influenced by patient anatomical morphology, such as tortuosity of the vessel, resulting in increased tension on the device or excessive curves applied to the device by the user. The most probable cause for the difficulty positioning the cds is likely due to the bend in the actuator mandrel. It is possible that there may have been some external forces acting on the device (e.g. Due to natural patient anatomy) during the procedure, causing the actuator mandrel and dc shaft to bend. This type of damage can further result in abnormal movement / deflection of the device during positioning attempts, however this could not be confirmed based on the information provided and the returned device analysis. Based on the information reviewed, a definitive cause for the bent dc shaft resulting in difficulty positioning the cds, appears to be related to the bend in the mandrel, a definitive cause for the noted bend could not be determined. A based on the information reviewed, there is no indication of a product deficiency.

Event description:
Subsequent to the initial report, additional information confirmed that it was the delivery catheter (dc) shaft that had the significant turning. No additional information was provided.

Manufacturer narrative:
(B)(4). Concomitant product: mitraclip system, steerable guide catheter, implanted mitraclip (x1). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.